Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified medication via a plum pump. After an unspecified length of time, the customer contact reported that the tubing "broke" at an unspecified location on the tubing set. It was reported that approx 100ml of blood loss was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.